Manufacturer narrative:
It was alleged that a malfunction to snaplink occured, and the patient was injured. The patient has recovered, and no serious injury with this incident.

Event description:
Snaplink gate would open, and wire poked the patient in the cheek.